Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had unrelated bariatric surgery and lost weight and the implant moved from their flank to the buttock. The implant was now painful and they scheduled a doctor¿s appointment to have a revision of the pocket. The issue was not resolved at the time of the report.